Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the drive cable is frayed. The pitch down cable is frayed at the distal clevis hub. The frayed strands stick out at the wrist. The other cables at wrist are not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing the fenestrated bipolar forceps instrument were noted to have frayed cables. No patient harm, adverse outcome or injury was reported.